Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped on the floor. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump display was badly scratched and the vibrate feature did not work during the self test. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed self-test. No unexpected vibrator anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and stained address/serial number label.